Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply and image intensifier were replaced during the service call.

Event description:
The customer reported that the 7700 system image intensifier power supply was making noise. No pt injury was reported.